Event description:
Operation room staff had three channels on the pump controller and inserted a 4th channel into the "a" slot of the controller. The device quit responding. Biomed responded and resetting the brain was not successful. The modules; two syringe and two lvp were transferred to another controller and worked. The defective controller was brought to biomed and tested where it failed.